Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined. Device not returned for evaluation.

Event description:
The customer contacted physio-control to report that their device will not turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.